Event description:
It was reported that the patient experienced no external power alarms on 03jun2026. Upon review, log files captured a no external power event while connected to the mobile power unit (mpu) on 03jun2026. Low voltage hazard events were also captured, which appeared to be the result of the mpu suddenly losing power. The patient's system controller successfully switched to the emergency backup battery (ebb) when external power was lost. The events appeared to resolve once external power was completely restored. Log files also captured power cable disconnect and low voltage advisory alarms when the patient was on battery power. No abnormal controller alarms or pump faults were captured. The pump appeared to be operating as intended.

Manufacturer narrative:
Section d4: device serial number was not provided, and manufacture date cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a no external power event while connected to the mobile power unit (mpu) was confirmed via log file analysis. The mpu did not return for analysis; however, log files were submitted, and the data was reviewed. Review of the log files revealed that there was power cable disconnect and low voltage hazard alarms which progressed into a no external power alarm while connected to the mpu due to the relative state of charge (rsoc) and bus voltages dropping to ~0v. This series of events is consistent with a loss of ac power. The alarms resolved when power was restored to the system. The backup battery supported the system without issue during this event. There were no other notable events captured in the log file related to the mpu. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the no external power event on the mpu was unable to be conclusively determined through this investigation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook, are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power, low voltage, and power cable disconnect alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.